Event description:
A boston scientific crm sales rep was told that the pt was diagnosed with pneumothorax and a possible lead perforation. As a result, the entire sys was removed from svc and a new non-guidant sys was successfully implanted. Also associated with this sys: dextrus 4137, MDR 1028232-2008-00429.